Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
Hold for gn 2.25it was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had the stopper pull out of the tube. The following information was provided by the initial reporter: "it was reported that the stopper pullout out of the tube and remained in the hub. Per pir: hello, I wanted to bring to your attention two incidents involving lavender tubes. I do not have a lot number on the first incident, but do for the second incident. Ref # (B)(4). Lot # 0316353. What happened is the following for both of these incidents: phlebotomist was drawing a lavender tube. When removing the tube from the hub, the entire lid to the purple tube was pulled off the tube. We know that the latest incident occurred using the new butterflies. I am unable to verify at this time if the first incident was with the new butterflies. I have never seen a tube top come off unless forced off manually when we get it in the lab. Has this been documented by anyone? With or without the new needles? Has there been any type of issue with the bending of the needle in the hub/that goes into the tube? Our thought was perhaps the needle that went into the tube bent a bit and then acted like a fishing hook?"

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had the stopper pull out of the tube. The following information was provided by the initial reporter: "it was reported that the stopper pullout out of the tube and remained in the hub. Per pir: hello, I wanted to bring to your attention two incidents involving lavender tubes. I do not have a lot number on the first incident, but do for the second incident. Ref # 367856. Lot # 0316353 what happened is the following for both of these incidents: phlebotomist was drawing a lavender tube; when removing the tube from the hub, the entire lid to the purple tube was pulled off the tube. We know that the latest incident occurred using the new butterflies. I am unable to verify at this time if the first incident was with the new butterflies. I have never seen a tube top come off unless forced off manually when we get it in the lab. Has this been documented by anyone? With or without the new needles? Has there been any type of issue with the bending of the needle in the hub/that goes into the tube? Our thought was perhaps the needle that went into the tube bent a bit and then acted like a fishing hook?".

Manufacturer narrative:
H6: investigation summary. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.